Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated he was working in his yard when he passed out and he woke in the hospital. It is unknown if emergency medical services (ems) was called or how the patient was taken to the hospital. The patient woke in the hospital the same day and was treated with fluids and dextrose via intravenous (IV) therapy. The cgm and bg values at the time of the event were not provided; however, the patient reported there was an 80-point difference between the values. Post-treatment the patient¿s cgm was 165 mg/dl and the bg was 82 mg/dl. At the time of report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.